Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up with the physician revealed that the reported perforation and pericardial effusion was only suspected due to the lead dislodgement, but it was later confirmed that neither had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead dislodged and perforated through the myocardium, causing a pericardial effusion. It was additionally reported that in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was initially prophylactically reprogrammed and later replaced. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality the ipg was explanted and replaced to preclude harm to the patient. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.